Event description:
It was reported that the patient came to the clinic with recurring incontinence. The patient was examined physically and visually. Troubleshooting efforts were made to reactivate the artificial urinary sphincter (aus) implant device cuff but were unsuccessful. The physician removed and replaced the device through replacement surgery, and air was observed in the pump. The physician was unable to identify where the fluid loss stemmed from. There were no further signs or symptoms reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.